Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and a crack on the lower left and lower right of a display. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case near display window corners and reservoir tube lip noted.